Manufacturer narrative:
Of the 1 device, lot number was provided, and lot history review was performed. One device was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is unconfirmed for unable to aspirate device, as the port and catheter were separately patent to infusion and aspiration and no leaks were observed. Nothing remarkable was observed during microscopic visual and tactile evaluation. There was mild use residue observed throughout the sample.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 1808000 implantable port experienced a suction issue. This report was received from one source. There was one patient involved with no patient consequences. The patient is an 87 year old female weighing 151 lbs.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 1808000 implantable port experienced a suction issue. This report was received from one source. There was one patient involved with no patient consequences. The patient is an (B)(6) year old female weighing (B)(6) lbs.